Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing an ht70 ventilator date and time was consistently resetting to default settings. The ventilator was not on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the coin battery. The ventilator passes all tests, calibrations and operated within the manufacturing specifications.

Manufacturer narrative:
The coin cell battery was returned for analysis. Battery voltage measured 0.197 vdc which is below the acceptable range of 3.3 vdc. The evaluation isolated the failure to the low voltage of the coin cell battery but did not determine a cause. If information is provided in the future, a supplemental report will be issued.